Manufacturer narrative:
The involved picco catheter was returned for investigation. During investigation it could be detected that there is a crack in the lumen tubing of the catheter (1,3 cm) starting from the channel separation. The surface of the crack is uneven and at one end of the crack there is a sign of compression. A review of the DHR could not identify any non-conformities relevant to the reported issue. No further complaints were received for the complained batch. The investigation did not give an indication for a production error and the root cause could not be traced to the device. Based on experience and investigation results an user error cannot be excluded, but contradicting information has been received. Therefore root cause is unknown. The IFU have indications about the insertion procedure and about the proceeding if resistance is encountered. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6), 45 barbour pond road, wayne, new jersey 07470.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information has been requested and the investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
During initial investigation of a returned catheter, it was detected that there was a crack (1,3 cm) in the catheter tubing below the channel separation. There was no harm to the patient related to this issue. (B)(4).